Event description:
It was reported approximately four days post implant that the right ventricular (rv) lead exhibited high thresholds and no capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.